Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin that they was trying rewind and the screen went blank and now she was not sure if it rewound. The customer blood glucose level was 300 mg/dl. Customer stated going through the rewind and prime process. The insulin pump had no delivery alarm during priming. Customer states the insulin did exit. The customer was not filling the reservoir properly and kept putting a empty reservoir in the insulin pump. The insulin pump will not be returned for analysis.